Event description:
It was reported that the surgeon was performing bha surgery after removal of a g3 nail in 2009. The patient had a myocardial infraction and pulmonary embolism, after she was implanted with the exeter plug 16mm. She died, while she was taken by ambulance to an emergency hospital."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.